Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed opening assessed as unidentified tear. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth due to the concerns of the product" and rupture via MRI. This is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d4, d6b, h6

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to the concerns of the product" and rupture via MRI. Device has been explanted and replaced.